Event description:
It was reported that the nurse kept documenting the same cardiac output all day. The line was not working even though it was stating it on the monitor. Manual cardiac output was performed and came out fine. No pt complications were reported.

Manufacturer narrative:
Device not returned.